Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that clock on insulin pump continued to gain time. Customer reported that after adjusting time, it gained 15 minutes by the next day. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump passed the functional testing, including the operating currents, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and no delivery alarm tests. The pump was monitored for several days and no gaining time anomaly or time/clock anomaly was noted. The pump had a cracked case at the display window corners, minor scratches and a cracked display window.